Event description:
It was reported that the tracking on the etrak 2500 system was off by more than 10 millimeters during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mod drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.